Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure, the t2 did not deploy from the device. T1 was successfully removed from the patient. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Visual inspection confirmed the device had been manually advanced for t1. T2 appeared to be in proper location for use. Manual advancement of t2 was successful into, through and ready for anchoring into test media. No audible click was heard though. Advancement trigger was not fully locked and could be retracted by hand. Unable to fully confirm complaint since the device did function. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies. UDI# (B)(4).